Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 378 mg/dl. The customer's grandfather administered a manual injection.

Manufacturer narrative:
An additional lot number was reported (lot# m014413). The device is expected to be returned; however, the device has not yet ben rec'd. A follow up supplemental report will be submitted if the device has been rec'd.